Event description:
The customer reported that she was unable to remove the battery cap from the insulin pump. There were no significant events that led up to the event. In troubleshooting, the patient was advised to attempt to remove the battery cap with a quarter and a screw driver. The customer attempted to use both these methods but was still unable to remove the battery cap. The current blood glucose level is 122 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.